Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issue was confirmed. Due to handling (insufficient cleaning), the air and water nozzles were clogged, and the drain function was degraded. The objective lens, lighting lens, and bending section cover adhesive part was cloudy. The bending angle was insufficient due to the elongation of the angle wire. The play of the angle knob was out of the normal state due to the elongation of the angle wire. Improper insertion of the instrument into the forceps channel was observed. The insertion tube was buckled due to external factors. The insertion tube had wrinkles due to external factors. The bending section cover adhesive was missing. The bending section cover bond was cracked due to external factors. The tip cover was crushed due to an external factor. Switch four (4) was worn out. The scope connector contacts had corrosion due to handling. Scratches were found in multiple locations on the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported the drainage of the objective lens on the evis lucera elite gastrointestinal videoscope was bad. No patient harm reported. During the evaluation of the device, it was noted foreign material was exiting the air/water nozzle due to insufficient cleaning. This report is to capture the reportable malfunction of foreign material was exiting the air/water nozzle due to insufficient cleaning noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it is likely the foreign material in the nozzle occurred due to insufficient cleaning (handling problems). However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.